Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported a minimum fill notification was received during the load fill tubing sequence. Reportedly, the cartridge was filled with 150 units of insulin. Due to using up 20 units of insulin during the load fill tubing sequence, the customer believed the cartridge may have been under filled. Subsequently, it was reported that a cartridge alarm 6 (vent not working) and a cartridge alarm 5 (pressure out of range) occurred during the load fill tubing process. A cartridge change was performed and an additional cartridge alarm 6 (vent not working) occurred. Blood glucose level was 370 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the reported issues was identified; however, a different issue was identified.